Event description:
It was reported that the pt had fever, abdominal pain, sense of discomfort and symptoms of ileus (vomiting nd diarrhea). These symptoms may not be related to ring detachment/break, however, the user claims that the use of this product caused the above symptoms.* kugel (large) and this sample (composix) were placed. No dislocation/detachment was found under CT-scan in 2005.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.